Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While at the bench, the bench technician observed the battery pins looked back and the battery pca should be replaced. There was no reported patient involvement/adverse patient impact.